Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient experienced a severe hyperglycemic event on (B)(6) 2014. The reporter stated that the patient¿s meter read as ¿high¿ and that their blood glucose levels were over 500 mg/dl with symptoms of extreme drowsiness and abdominal pain. The reporter stated that the patient was currently on xanax and that there had been a recent change in the stress levels or pain of the patient that might have contributed to the adverse event. The reporter reviewed the pump settings with a customer technical support representative and found that all of the settings were properly programmed into the pump and that the basal deliveries properly matched the expected total daily dose set. The reporter stated that the pump is being returned because the patient has lost confidence in it. This complaint is being reported because the patient experienced a severe hyperglycemic event while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.